Event description:
As reported, the tuning dial of a 7 mm x 100 mm s.m.a.r.t. Control self-expanding stent (ses) did not deploy the stent after reaching the lesion and attempting deployment. An 8 mm x 100 mm s.m.a.r.t. Control self-expanding stent was used, and the procedure was completed. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.